Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized twice due to an unknown reason. The customer reported blood glucose levels ranging from 1.7 mmol/l to 11.3 mmol/l. The customer also mentioned differences between their sensor glucose and blood glucose levels. Troubleshooting was declined.